Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn atthis time. We therefore consider this report complete to the best of our knowledge.

Event description:
While receiving assistance with carelink software, the customer's mother reported that the customer had a blood glucose level of 44 mg/dl at the time of the call. Troubleshooting showed that the insulin pump was functioning properly. No further info was provided.